Event description:
It was reported that (2) er320 were used during an unknown procedure. It was reported by the rep that the er320 would fire two-three clips then lockup. The surgeon fire devices two-three more times and then it lock up again. Opened another device to complete the case. There was no consequence to patient.